Event description:
It was reported the valve was explanted due to aortic insufficiency. During the explant procedure, there appeared to be a central leak. The valve was replaced with a 23 mm sjm mechanical valve. Additional info has been requested.